Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during heart surgery the right atrial (ra) lead dislodged. Dislodgement could only be confirmed by x- ray post operatively and the lead was then revised and remains in use. No patient complications have been reported as a result of this event.